Manufacturer narrative:
Follow up information received indicated that the investigation at the facility was closed. It was determined that the amo intraocular lenses (iols) (which were never further identified by brand or serial number) were not involved. In all cases the inflammation came from the patient. No further information is expected. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that 3 unidentified patients experienced endophthalmitis after being implanted with an unknown abbott medical optics intraocular lens (iol). This report represent patient #1 who had an incident date of ''(B)(6) 2014''. No other information was provided. A separate report for each of the other two patients is submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to the manufacturer has been submitted. Placeholder.